Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4086 competitor lead, implanted: (B)(6) 2006; a 4543 competitor lead, implanted: (B)(6) 2006. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found. (B)(4).

Event description:
It was reported that the battery lasted only 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.